Manufacturer narrative:
(B)(4). Investigation - evaluation. A review device record history, instructions for use (IFU), documentation, quality control, specifications and visual inspection of the returned device was conducted during the investigation. The device is shipped with an IFU that describes the intended use, specific items are addressed such as: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." "The possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." "Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." The visual examination reported the inspection of the beacon tip confirms material degradation. This product is in scope of the recall. A CAPA has previously been opened to investigate this failure mode.

Event description:
During a surgical procedure, the tip of the beacon tip catheter separated within the patient. The separated tip was retrieved. Additional information requested, however it was not provided at the time of this report.

Manufacturer narrative:
Pt info) requested but not provided. (B)(4). The event is currently under investigation.

Event description:
During a surgical procedure, the tip of the beacon tip catheter separated within the patient. The separated tip was retrieved. Additional information requested, however it was not provided at the time of this report.